Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: pharmacist technician. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that in the invasive cardiology department, the angio-seal anchor did not deploy and remained inside the device. This incident prolonged the duration of manual compression while the device, with the same reference and batch number, was replaced. The new device also had an issue; when it was unpacked, the anchor had already come out of the device. The third attempt, with a device of the same reference and batch, enabled the procedure to be finalized. There were no clinical consequences for the patient and no patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition. The carrier tube is deployed, with the anchor and collagen stuck in the hemostasis sheath. The complaint can be confirmed for a device pullout. The exact root cause cannot be confirmed. The likely cause is there was an obstruction of the sheath tip, preventing the anchor from deploying. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).